Event description:
On (B) (6) 2010, patient reported he received elevated blood glucose readings on (B) (6) 2010, ranging from 251-390 mg/dl; took correction dose of insulin after each reading via his infusion device. Patient stated he changed the insulin cartridge and noticed there was insulin in the cartridge compartment. Patient reported he cleaned the infusion device and installed a new insulin cartridge in the cartridge compartment. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.